Event description:
It was reported that the customer had a blood glucose level of 486 mg/dl. The customer treated her high blood glucose level with manual injections. The customer had forgotten her bolus. The customer's insulin pump alarmed for a button error which the customer was not able to clear. Standard troubleshooting was performed. The customer stated the insulin pump was exposed to humidity. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on liquid d crystal display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).